Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(6).(B)(4). S/w version: 4.11d. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08690 inches. No unexpected insulin flow blocked alarm/no defects noted during testing.

Event description:
Customer reported via phone call that they experienced high and low blood glucose levels. Customer¿s high blood glucose was 410 mg/dl. Customer reported nausea and vomiting as symptoms related to their high blood glucose level. Customer passed self test. Customer reported that they got treated with the syringe. The insulin pump was returned for analysis.